Manufacturer narrative:
Literature citation: guo s, zhang x, tao w, zhu h, hu y. Long-term follow-up of motor cortex stimulation on central poststroke pain in thalamic and extrathalamic stroke. Pain pract. 2022 sep;22(7):610-620. Doi: 10.1111/papr.13137 literature summary: the authors aimed to investigate the long-term effects of motor cortex stimulation (mcs) on central poststroke pain (cpsp) in patients with thalamic and extrathalamic stroke. It was concluded that mcs has higher long-term efficacy in cpsp patients with stroke confined to the thalamus than in cpsp patients with stroke involving extrathalamic structures. A3: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. B5: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D2: device used for off label indication. The indication the device was used for was motor cortex stimulation on central post-stroke pain. Continuation of d10: product ID 3587a lot# unknown serial# implanted: explanted: product type lead, ubd: unknown, UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
1 patient (#6) experienced an ¿electrode shift¿ complication. See attached literature article.